Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary : the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. No structural anomalies were found. The anchor was not returned. The gray lever was found broken. The broken fragment was not returned. A review of the batch manufacturing records was conducted on finished lot number 286l898: and no related non-conformances were identified. The overall complaint was not confirmed as the observed condition of the gryphon flex biocryl straight would have not contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken gray lever is traced to excessive force that was applied to the gray lever while delivering the anchor, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a labral repair procedure, it was observed that the lever on the gryphon flex biocryl straight device could not be engaged; and that the anchor would pull out when removing the inserter. During in-house engineering evaluation, it was determined that the gray lever was broken. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.